Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3031a lot# serial# (B)(4), implanted: 2005 (B)(6), product type programmer, patient product ID: neu_unknown_lead lot# serial# (B)(4), implanted: 2005 (B)(6), product type lead. (B)(4).

Event description:
It was reported, the patient developed a bladder infection about 3 to 4 weeks prior to report. The infection was treated with an antibiotic. It was stated, the infection "calmed down after a week" and the patient no longer had the infection. It was stated, the patient would get bladder infections about "once a year." With antibiotics, the infections would be "gone within ten days." It was unclear when these infections began and how many the patient had. It was added, the patient had a loss of therapeutic effect. The patient began to notice a return of symptoms about three weeks previous to report. It was stated, the patient "couldn't hold it" and couldn't make it to the bathroom. The patient switched programs at that time. It was noted the patient could still feel stimulation. The patient also felt pain around the device pocket "every once in a while." No falls or traumas were reported in relation to the loss of effect or pain. It was noted that if the patient adjusted stimulation "too high" it would hurt. Additional information has been requested, a follow up report will be sent if additional information is received.